Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated their insulin pump would alarm no delivery even when the reservoir was full. The customer stated they would have to rewind and prime their tubing two times for their insulin pump to function. Customer stated the alarm would occur during bolus deliveries. Troubleshooting was not completed as the no delivery alarm was from a past event. Customer's blood glucose was unknown. No additional information provided.